Event description:
Elderly female with history of peripheral vascular disease, aortic stent graft and acute chest pain. An emergency cath was performed. During the procedure, the device 6f guidezilla, would not advance out of the guide. Device was removed and a new one used. No known harm to patient.